Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up. Noise was detected and therapy was inhibited. The lead was capped and replaced without complication to the patient.

Event description:
New information received notes that during another lead replacement procedure, the lead was uncapped, re-evaluated and found to be serviceable with no apparent issues. Patient was stable post-operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.